Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A stapler log review cannot be conducted due to insufficient information provided. The procedure date, surgeon name, and details regarding the sureform 60 reload are unknown.

Event description:
It was reported that during a da vinci-assisted bariatric procedure, the sureform 60 stapler instrument, equipped with an unspecified stapler reload, failed to deliver staples, yet still transected the tissue. The following information is unknown: what specific tissue was involved with the reported event, the severity of the complication, what surgical/medical intervention was rendered due to the complication, the procedure outcome, and the patient's current status. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.